Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency and worsening heart failure symptoms could not be conclusively established through this evaluation. (B)(6), was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. A distal portion of the pump cable (including the inline connector) was returned, measuring approximately 9.5¿. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU and section 5 of the patient handbook, provide additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap". Section 4 of the patient handbook also contains information regarding how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient underwent a transplant due to aortic insufficiency with worsening heart failure symptoms. The device operated as expected. No complications were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.